Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty fsr (gold). Unable to verify motor error alarm and perform functional testing due to prime anomaly. Pump received with scratched display window and missing end cap sticker. Pump also received with missing segments due to faulty lcd board. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. Blood glucose level at the time of the incident was 171 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.